Event description:
We have noted that the secondary tubing we use for the baxter pump will not prime, and also has significant difficulty threading on our primary tubing clave at the y-site. This has led to us wasting secondary tubing because we have to use another set until we can find one that will thread and prime correctly. Sometimes opening the vent on the secondary will help it to prime, but other times this seems to have no effect.